Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient experienced intense itching, rash, blisters, pustules, welts, and watery pus and drainage under the sensor patch and enough that her clothing stuck to the area. After some healing, she developed dry flaky skin and scarring. The reactions were treated with prescription steroidal cream. No additional patient or event information is available.